Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 4mm x 16mm, eccentric, restenotic target lesion containing a >45 and <90 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending artery. After the lesion were crossed with a non-bsc guide catheter and guidewire, pre-dilatation was performed with a 3.5x20 non-bsc balloon catheter resulting to 90% residual stenosis. Following pre-dilatation, a 4.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.